Event description:
Complainant alleged that the clinicians were attempting to defibrillate a patient (age and gender unknown) via the device paddles, but the unit would not shock the patient with the device in synch mode. The clinician then immediately obtained a second device to successfully shock the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction. The complainant also indicated that the facility's biomedical engineering department was unable to duplicate the reported problem.